Event description:
It was reported that pt had a urinary tract infection and was on antibiotics. Three weeks prior to this pt had a yeast infection. Additional info was requested.

Manufacturer narrative:
(B)(4).